Event description:
On (B)(6) 2011, baxter us received a report from a peritoneal dialysis nurse (pdrn) reported a home patient (hp) who had experienced peritonitis after switching to the new baxter luerlock and tubing cassette. The pdrn stated that she believed causality of the peritonitis was possibly due to the new device. It was not reported if treatment was rendered, if peritoneal dialysis therapy was ongoing, or if the event of peritonitis resolved.

Manufacturer narrative:
(B)(4) - the device product code involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.